Event description:
Pt unable to have an erection due to faulty penile prosthesis. Penile prosthesis removed. At the time of surgery, a tear in the cylinder on the left side was noted. Both cylinders were replaced.